Event description:
The account reported that the nurse call function was not working on the bed. The bed was located in engineering at the facility. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint number (B)(4).

Manufacturer narrative:
The technician found the side com board did not function most likely due to normal wear and tear. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2006 through 2013. It is unknown if the facility performed any other preventative maintenance on this bed. The side com power control board assembly was replaced by the technician to resolve the issue. Based on this information, no further action is required.